Manufacturer narrative:
Multiple patient involved in the study. Implantation date is unknown. This report is for an unk - screws: lag /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed.   This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will   be updated as applicable.  Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: cornell, c.n. (1994), tension-band wiring supplemented by lag-screw fixation of proximal humerus fractures: a modified technique, orthopaedic review: aspects of trauma, pages 19-23 (USA). The aim of this study is to describe a modification of the tension-band wiring technique, done by adding a 6.5-mm cancellous screw to the construct to provide preliminary stability after reduction and impaction of the fracture. A total of 13 patients aged 54 to 86 years were included in the study. Surgery was performed using a 6.5-mm ao screw for lag-screw fixation. Follow-up averaged 20 months; the shortest follow-up was 12 months, and the longest follow-up was 5 years. The following complications were reported as follows: 2 patients (1 with a two-part fracture and 1 with a three-part fracture) had fair scores. 5 patients reported mild pain with activities. An (B)(6) female patient with two-part fracture and a history of severe coronary artery disease had a myocardial infarction on postoperative day 1. She developed mild congestive heart failure and ventricular arrhythmia requiring a prolonged stay in ccu. Her postoperative rehabilitation program was significantly delayed. At 12-month follow-up, she was the patient with a poor outcome, having 100 degree of forward flexion and moderate shoulder pain with use. This report is for an unknown synthes lag screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.